Event description:
It was reported that approximately 16 months after a left total knee replacement procedure, the patient underwent a procedure to address proximal patellar tendon disruption resultant from a fall. Revision surgery operative notes were provided. Intraoperative findings indicated a proximal patellar tendon avulsion. The surgeon performed a left knee patellar tendon repair. At the completion of the procedure, stable repair was intact allowing knee flexion past 40 degrees with no gap in the tendon repair. The patient was awoken in the operating room, found to be in stable condition and transferred to pacu. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.